Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received.

Event description:
It was reported that the customer received an inaccurate fill estimate and that another cartridge was leaking. The customer successfully loaded a new cartridge. The customer's blood glucose level was not impacted.